Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples underwent visual and functional tests to assess proper activation and were inspected for bent IV cannulas. All samples passed, exhibiting no defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism detached causing one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism detached causing one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer states safety shield disconnected during use causing needle stick injury. How did the needle stick incident occur: safety broke off during use causing needle stick injury was it a clean needle or a used needle: used where was the injury: left thumb was the proper technique used: yes was medical intervention required or necessary: post exposure prophylactic oral medication treatment were provided.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism detached causing one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer states safety shield disconnected during use causing needle stick injury. How did the needle stick incident occur: safety broke off during use causing needle stick injury was it a clean needle or a used needle: used where was the injury: left thumb was the proper technique used: yes was medical intervention required or necessary: post exposure prophylactic oral medication treatment were provided."